Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(4) 2014, product type: implantable neurostimulator. Product ID: 37642, serial#: (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an end-of-service (eos) message on their right ins. They reported symptoms of breathing and walking problems. The hcp indicated they would contact a surgeon to make arrangements to be seen for a new ins. It was also noted their patient programmer would not communicate with either ins. A longevity calculation was performed indicating right eos was 3.8 years and left eos was 3.4 years after implant. No further complications were reported as a result of this event. Medical history for the patient includes chronic obstructive pulmonary disease.